Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before inserting foley catheter, balloon was checked for patency and upon confirming balloon would not deflate to allow insertion. This happened with two different kits by two nurses (pcn #z01, kit 1), (pcn #z01, kit 2). They were concerned about insertion of foley and not being able to deflate balloon when it was time to discontinue it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before inserting foley catheter, balloon was checked for patency and upon confirming balloon would not deflate to allow insertion. This happened with two different kits by two nurses (pcn #z01, kit 1), (pcn #z01, kit 2). They were concerned about insertion of foley and not being able to deflate balloon when it was time to discontinue it.